Event description:
It was reported that the home patient (hp) had received a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during use. The technical service representative (tsr) assisted with the troubleshooting and cleared the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up report will be submitted.